Event description:
Initially reported by biomedical engineering dept in 2000. Inquired whether can have the entire suciton channel replaced in pentax bronchoscope because of possible tb contamination. The events as described by biomedical engineering dept and infection control coordinator are: in 2000, a bronchoscopy procedure was performed on a pt with tb. On the next pt, the same scope was used and a culture from the pt tested positive for tb. In 2000, the same scope was subsequently used on three other patients (all on the same day) with no reported problems. Bronchoscopy was performed on another patient (in 2000) whose culture also came back positive for tb. The same bronchoscope was used on at least six more patients with no reported adverse effects. The pentax bronchoscope eb-1530t3 was taken out of service in 2000.